Event description:
Customer reported she had issues with two sensors. Both sensors caused the insulin pump to alarm calibration error. Only one sensor caused the insulin pump to alarm change sensor. Second sensor event occurred two weeks after the first event. Alarms were explained to the customer. Both sensors were two days old when they caused the alarms. Customer was advised to wait 30 minutes after first calibration alarm, before calibrating again. Blood glucose level was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.